Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the battery would rapidly discharge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing.  Log file analysis revealed that the battery discharged as expected when in use. Additionally, no instances of power switching were observed. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. No failure detected, the reported event could not be confirmed or duplicated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery did not last as long as expected.  The capacity was less than four hours.  The battery was exchanged.  No patient complications have been reported as a result of this event.